Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending section cover had a pinhole and water tightness was lost, and adhesive was chipped. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The video connector, video connector case, right/left lever, switch 1, light guide connector, angulation lever, right/left plate, up/down plate, grip, control unit, and light guide cover glass were scratched. The insertion pipe was loose resulting in an unsecured connection between insertion pipe and control unit. The video connector and video connector case were cracked. Switch 1 and universal cord were discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a leak test failure. The device was returned for evaluation. During the device evaluation, the objective lens adhesive was peeling off was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.